Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2024, the patient called for a replacement because she had diabetic ketoacidosis and was unconscious. The patient declined to answer additional questions about whether a dexcom malfunction caused or contributed to her health problem and terminated the call. There was no documentation of further medical evaluation or intervention. Data investigation could not confirm an unspecified malfunction. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.